Event description:
Inbound call and spoke with pt's husband. According to him one of the pumps (B)(4) kept on beeping and it was not because of low reservoir volume. Patient replaced the pump immediately without the pt experiencing any adverse effects. Transferred call to hyder psr to schedule a replacement sent, a return box for the malfunctioning device. No other information provided. Yes the error occurred while in use, it did not cause any harm to the patient, it is available for return and we're currently working on getting a replacement device sent out. Dose or amount: 180 nkm, frequency: continuous, route: IV. Dates of use: (B)(6) 2011 to ongoing. Diagnosis or reason for use: pah.